Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Biomed stated they grabbed a new esophageal probe to try to plug into the cable. It was also not reading a temperature, intermittently it will show a temperature and then go away. Informed biomed it may be a bad temperature in cable. Suggested if they have any extra cables to try or borrow one from another device to confirm it was the cable. Directed biomed to the service manual to see the different temperature in cables. Biomed confirmed it looks like the nelcor style, informed the part number was 73502. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurses sent the arctic sun device down because it was not reading the patients temperature when they plugged in the esophageal probe. Biomed stated they grabbed a new esophageal probe to try to plug into the cable. It was also not reading a temperature, intermittently it will show a temperature and then go away. Informed biomed it may be a bad temperature in cable. Suggested if they have any extra cables to try or borrow one from another device to confirm it was the cable. Directed biomed to the service manual to see the different temperature in cables. Biomed confirmed it looks like the nelcor style, informed the part number was 73502.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurses sent the arctic sun device down because it was not reading the patients temperature when they plugged in the esophageal probe. Biomed stated they grabbed a new esophageal probe to try to plug into the cable. It was also not reading a temperature, intermittently it will show a temperature and then go away. Informed biomed it may be a bad temperature in cable. Suggested if they have any extra cables to try or borrow one from another device to confirm it was the cable. Directed biomed to the service manual to see the different temperature in cables. Biomed confirmed it looks like the nelcor style, informed the part number was 73502.